Manufacturer narrative:
Follow up information received confirmed the intraocular lens (iol) was explanted. There were no surgical complications such as an incision enlargement or capsule tear. Patient has corneal edema with residual decrease of vision. Patient being watched closely and treated with topical steroids. (B)(4). Manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Explant of iol and unexpected post-operative refraction. The intraocular lens (iol) has not yet been returned to the manufacturer. Manufacturing records have been reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a zmb00u0190 intraocular lens (iol) was going to be explanted from the patient''s left eye after she was unable to see near or far clearly. No other information was provided and we were unable to confirm the explant actually took place.

Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection with the unaided eye showed that the lens sample was received cut in pieces. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the damaged condition of the return sample, no further product testing could be performed. All pertinent information available to abbott medical optics at the time of this report has been submitted.